Event description:
Lap chole - "there was a lot of stones and I used same amount of force as usual. The bag tore at the facia and a nickel size fragment fell into the patient". Dr (B)(6) "patient had abdominal pain after procedure but may or may not be related to the incident. Had to retrieve fragment out of patient which prolonged surgery."

Manufacturer narrative:
Rep will try to get product returned. Follow-up will provide upon completion of investigation.